Event description:
This device was returned without oos documentation from a biotronik representative. This lead was revised due to high pacing thresholds, noted one month post implant. The lead was tested with an analyzer and the impedance and sensing was in normal range. The lead was then tested with a (B) (4) analyzer and the sensing was consistently intermittent. The lead was repositioned 3 times and all the placements had similar readings of acceptable sensing but high thresholds. The physician chose to replace the lead with a new linox sd 65/18, (B) (4). The new lead was placed in approximately the same location as the original implant and all sensing and impedances were in normal ranges.